Manufacturer narrative:
The device was not returned nor was a companion sample available to the manufacturer for physical evaluation. No malfunction was confirmed during evaluation of the alternate samples returned by the user facility. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. A review of the batch production record did not reveal a probable cause for the customer complaint. There were no non-conformances identified that relate to the reported event, and the reported lot met release criteria. Therefore, the complaint was not able to be confirmed.

Manufacturer narrative:
(B)(4). Plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that a blood leak occurred during the hemodialysis treatment. Follow-up information was provided by the nurse manager who revealed that an external blood leak was observed. Reportedly, the bloodline was not threaded properly. However, no crack was visible in the bloodline. The patient's estimated blood loss (ebl) was approximately 5-10ml. The nurse manager stated the patient had "minimal actual blood loss." No adverse effects were experienced by the patient as a result of this event and no medical intervention was required. The treatment continued with a new set-up on the same machine, and then it was successfully completed without further issue. No machine alarm occurred prior to or after leak observed. No malfunction alleged, identified, or observed with the dialyzer or the 2008k hemodialysis machine. The complaint device is not available for evaluation by the manufacturer as it was discarded by the user facility.